Event description:
Complaint is a duplicate of pr (B)(4) and will be cancelled.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that this complaint is a duplicate of pr (B)(4) and will be cancelled. This MDR is void.

Event description:
On 28/02/2024, in the parenteral nutrition unit, the team noticed black particles in the inner wall of the syringe. To compensate for the incident, another syringe with the same reference and a different batch was used successfully. This was an isolated incident with no patient consequences.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative